Event description:
It was reported that intermittently the 2800 system dual screen video side is not coming on. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.